Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 516 mg/dl. The customer's wife stated that since the customer had received the new insulin pump, the customer had been waking up to high blood glucose levels. The caller stated that the person who programmed the insulin pump was unable to enter his pattern a. She stated that she was unsure whether his basal rates had been programmed correctly. The customer stated that he was fighting a head cold and believed his blood glucose levels were off because of this. The caller stated that the customer treated with a bolus using the insulin pump and that he felt normal during the day. She felt that fixing the basal rates should resolve the high blood glucose issue, declining troubleshooting for the matter. She was assisted with reprogramming the basal rates and clearing the check settings alarm. Advised the caller to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.